Event description:
During cardiac arrest open chest internal defibrillation performed. Lifepak 9 with defibrillator adaptor and internal paddles utilized. Apparatus set correctly, but would not discharge. Second defibrillator brought in and used. Later analysis found that first internal defibrillator would charge, but since adaptor not locked into place it would not discharge. The lights on the defibrillator indicated a readiness state when in reality it would not discharge. Evaluation concluded that machine should not indicate that all functions will perform normally when adaptor not locked into place, as it will not discharge.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: labeling - inadequate instructions for use. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.